Manufacturer narrative:
(B)(4). Additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if they become available.

Event description:
According to the reporter, during a laparoscopic tepp bilateral inguinal hernia repair and open umbilical hernia repair, the balloon on the trocar did not inflate properly during surgery, another trocar was needed in order to continue with procedure. No further information available.